Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-00784, 3005168196-2020-00786.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), penumbra smart coil detachment handles (handles) and non-penumbra microcatheter. During the procedure, the physician successfully placed five non-penumbra coils in the target vessel, then implanted twelve smart coils into the target vessel using the handle. The physician then advanced another smart coil in the target vessel and made several attempts to detach it using the handle; however, the smart coil failed to detach. Therefore, the handle was removed. The physician made several attempts to detach the same smart coil using a new handle; however, the coil failed to detach. Therefore, the handle and smart coil were removed. The procedure was completed using three other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the handle was undamaged. Conclusions: evaluation of the returned smart coil confirmed that the embolization coil was intact with the pusher assembly. Further evaluation revealed that the pet lock on the proximal end of the pusher assembly was separated but the pull tube was not retracted. This indicates difficulty was likely experienced when attempting to detach the embolization coil during the procedure. Tortuous anatomy may cause a build-up of friction within the pusher assembly overcoming the force able to be generated by the handle. During functional testing, the coil was able to be detached without issue. The root cause of the issue could not be determined. Evaluation of the returned handle revealed an undamaged, functional device. During functional testing, the handle was tested on a handle test fixture and performed within specification. The handle was then used to successfully detach the returned smart coil without an issue. The root cause of the detachment issue during the procedure cold not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-00784, 2.3005168196-2020-00786. H3 other text : placeholder